Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
The doctor confirmed pain and hardness of both breasts. Bilateral capsular contracture grade iii on the right side and double capsule. Once the devices were explanted it was checked no rupture. Device has been explanted.